Manufacturer narrative:
A case of pain at the ipg site was reported to abbott. The patient reported a fall a few months ago. The patient's ipg was replaced, and the issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient fell and experienced pain at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.